Event description:
It was reported that:"it was reported through the attorney for the patient, as a result of a lawsuit, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient began to experience some difficulties, requiring a revision surgery on (B)(6) 2008." Update as per medical review: "on (B)(6) 2008 a revision of the right total hip was performed with removal of loose, fractured ceramic pieces. Extensive metallosis was noted and a revision total hip was performed for a diagnosis of fractured ceramic head and liner, displaced metal liner, erosion superior acetabular shell, and extensive wear debris."

Manufacturer narrative:
Reported event: an event regarding wear involving an other hip bone screw was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant revealed: ¿on (B)(6) 2008 a revision of the right total hip was performed with removal of loose, fractured ceramic pieces. Extensive metallosis was noted and a revision total hip was performed for a diagnosis of fractured ceramic head and liner, displaced metal liner, erosion superior acetabular shell, and extensive wear debris.¿ [¿] ¿among the findings in the report were, "trunnion scored and worn, superior acetabular shell has a hole worn through, two of the three screws had the heads eroded off, prompt surgery suggested but patient delayed¿.. [¿] ¿no readable post-operative x-ray of the primary right total hip arthroplasty prior to the (B)(6), 2008 post head fracture films to allow for evaluation of the initial acetabular position and seating of the alumina insert are available for review. In a ceramic/ceramic bearing a vertical acetabular position can contribute to mechanical failure. Delay in revision surgery from the time of the diagnosis of the ceramic bearing failure on (B)(6), 2008 until surgery on (B)(6), 2008 with the patient remaining active was largely responsible for the excessive fragmentation, metallosis, and diffuse distribution of the particular debris. There is nothing unique in the stryker products compared to competitive ceramic/ceramic bearings that contributed to the complications in this case which were increased by delay in revision surgery. Based upon the information available for review, no determination can be made regarding the cause of the initial fracture of the ceramic bearing four years after implantation in this case.¿ - product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the medical review indicated, ¿delay in revision surgery from the time of the diagnosis of the ceramic bearing failure on july 9, 2008 until surgery on august 6, 2008 with the patient remaining active was largely responsible for the excessive fragmentation, metallosis, and diffuse distribution of the particular debris.¿ the investigation confirmed that the screw was worn with a potential root cause of the excessive fragmentation and delay in revision surgery. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that:"it was reported through the attorney for the patient, as a result of a lawsuit, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient began to experience some difficulties, requiring a revision surgery on (B)(6) 2008." Update as per medical review: "on (B)(6) 2008 a revision of the right total hip was performed with removal of loose, fractured ceramic pieces. Extensive metallosis was noted and a revision total hip was performed for a diagnosis of fractured ceramic head and liner, displaced metal liner, erosion superior acetabular shell, and extensive wear debris."